Event description:
It was reported to philips that the system was unable to produce x-rays intermittently. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system had been used for neurovascular interventional procedures. The procedures were completed with brief intervals of delay using the same device because the issue was intermittent. A philips field service engineer (fse) inspected the system on site and confirmed that the system had been unable to produce x-rays intermittently. During troubleshooting, the fse found that the user had re-enabled the x-rays each time the system disabled them. The cause of the review module failure could not be conclusively determined by the supplier's part analysis; however, it was identified that the shut-off button had paint damage and one button became stuck when pressed down. The fse replaced the review module, which resolved the reported issue and restored the system's functionality. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to tried again with same device and it worked fine which successfully leads completed on same as planned. The procedure was finalized with a minimal delay on the same system since the issue was intermittent, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.